Manufacturer narrative:
Initial reporter address: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a nurse found the prn broken on a bd intima-ii¿ closed IV catheter system before use. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
A sample was received for the purpose of our investigation. The returned sample was included with a photo of the broken prn, however the photo of the prn was not clear enough to identify the damage to the component piece. The returned cannula was observably bent and outside of product parameters. The batch record also was reviewed, no related abnormalities were found. Unfortunately the root cause could not be determined for the pr as the failure mode could not be physical observed. For the bent needle, the physical sample had a 15 degree bend in the needle originating at the root of the needle. Based on previous investigation the needle hub cannot be properly assembled with a needle bend of more than 3 degrees. In april of 2016, three million needles were inspected and none were found to have a needle bend greater than 3 degrees. This suggests that this is a post manufacturing defect. The most probable cause is that an external force was applied to the exterior of the packaging during transportation or storage of the device.